Manufacturer narrative:
The customer stated, that the issue was previously reported to medsun (reference number not provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking an unspecified chemotherapy drug. The leak was coming from the bottom of the drip chamber. This was observed during priming or at the beginning of a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.